Event description:
A customer reported calibration failure when accepting progesterone iii (prog iii) calibration on the aia-900 analyzer. The customer used prog iii lot cz10374 with calibrator lot d43c349, and verified both lots are for prog iii and not expired. All six calibrator rates have negative rates. The analyzer is down. The technical support specialist (tss) sent new test cups and calibrators to the customer, which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A technical support specialist followed up with the customer at a later date and the customer confirmed after receiving the new test cups and calibrators, the customer made fresh wash, diluent, and recalibrated which resolved the issue. The aia-900 analyzer is functioning as expected. No further action required by technical support. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. A complaint and lot history review through aware date of event for similar complaints was performed for progiii test cup lot cz10374. There were no other similar complaints found during the searched period. The st prog iii analyte application manual stated the following: calculation of results the tosoh aia system analyzers perform all sample and reagent handling operations automatically. The tosoh aia system analyzers read the rate of fluorescence produced by the reaction and automatically convert the rate to progesterone concentration in ng/ml. For samples requiring dilution, the aia-900 and aia-2000 will automatically perform dilutions and calculate results if the dilution factors are entered into the software. For detailed information regarding programming dilutions, consult the appropriate tosoh aia system operator¿s manual. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of the internal control are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported event could not be established.